Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) was repositioned multiple times and experienced poor sensing with some oversensing. The icm remains in use. No patient complications have been reported as a result of this event.